Manufacturer narrative:
The pump passed the displacement and self tests. No missing segments/partial display or display anomaly noted. The pump was tested with a water filled test reservoir. Several boluses were programmed and delivered. The units left at the display properly matched the units left in the test reservoir. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their pump's display. The customer states their screen has spots on it and they cannot read it due to the tinting. The customer states it has not been dropped in water. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer states they always run between 300mg/dl and 400mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.